Manufacturer narrative:
Trackwise # (B)(4). Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 13oct2021. An investigation was conducted on 21oct2021. A visual inspection was conducted. Signs of clinical use was observed and blood was observed on the c-ring and clear collar tip (blunt-tip). Blood was observed on the handle of the cannula. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 with vasoshield, they noticed that the c-ring had split/ broken in half. Nothing fell into the patient. They had no idea as to why it happened. Opened another kit to finish the case. No patient affects and no other issues.